Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the physician encountered bent struts. The physician introduced the taxus express2 3.0 x 20 mm drugh eluting stent to the target lesion. The stent would not cross the lesion. As the device was withdrawn, one of the struts bent. There were no reported patient complications.